Event description:
Device 2 of 3. Reference report # 1627487-2014-12151, 1627487-2014-12153. It was reported the patient went to the emergency room due to pain, tenderness and a burning sensation at the ipg site. The patient complained of increased pain down his spine when the stimulation is on. The lead area is sensitive and appears to have injured the skin. The patient was seen by the physician who believes the issues are due to ipg and/or lead migration due to an automobile accident the patient was recently involved in. The patient was seen by his surgeon and surgical intervention has been planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.